Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that yesterday evening his sensor glucose was 305 mg/dl and his blood glucose was 135 mg/dl. He also received a calibration error this morning. His sensor glucose was 180 mg/dl at the time and his blood glucose was 140 mg/dl. He has also had his insulin pump inappropriately suspend due to the sensor reading a false low. He did not remember the sensor glucose and blood glucose values at the time of his pump suspending. The sensor was returned for analysis and a replacement sensor was shipped to the customer.